Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The lens was returned in a non-company product container. Solution is dried on the lens. The optic is cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are reviewed by quality prior to product release. Qualified associated products were indicated. The customer indicated the use of a "restor" handpiece. Not enough information was provided to confirm if the handpiece is a qualified associated product or not. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was exchanged because the patient was experiencing blurry vision near and far and was unable to correct to 20/20 with refraction. Additional information was requested.